Manufacturer narrative:
The occupation is lay user/patient.

Event description:
Customer complained of 5 discrepant inr results with coaguchek xs meter (B)(4). The customer initial result was 4.9 inr. The repeat results were 4.6 inr, 3.4 inr, 3.1 inr, and 4.6 inr. The tests were all within minutes of each other . Customer used the same fingerstick for all 5 tests. There was no allegation of an adverse event. The customer's current condition is "fine". The customer's therapeutic range is 2.0-3.0 inr. Customer's coumadin dose was not adjusted based on the meter results. Customer is not on heparin or direct thrombin inhibitors. Customer does not have hematocrit issues and does not have antiphospholipid antibodies. The customer has not had any new illnesses or diet changes. Customer does not have any bleeding but does have two small bruises. The customer did not require treatment for the bruising. Retention test strips (286319) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.